Event description:
Additional information was received indicating surgical intervention was taken to revise the right ventricular (rv) lead from another manufacturer. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead from another manufacturer exhibited out of range impedance measurements and noise. It was noted that the lead was planned to be revised. At this time, this device remains in service. No adverse patient effects were reported.